Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of "failure drawer" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by a field service engineer (fse) under (wo) (B)(4), a diagnostic was performed, and the voltage of the controller board was checked. It was found that the controller board for drawer 3-1 required replacement. It was also determined that the drawer's retractable belt needed to be replaced. The station was then restarted, and the customer was asked to test the inventory drawer. The test was successful. During dchu visual inspection p/n 331392-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 331392-01: passed the dmm and hta testing. P/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "failure drawer" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the drawer failure was due to crossed continuity in the retractor assembly causing thermal damage and impaired functionality there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was failed. A field service engineer (fse) running diagnostics and checking the voltage on the controller board. The fse found that the controller board on drawer 3-1 and the retractor band were malfunctioning and needed replacement. The fse replaced the controller board and the retractor band to resolve the issue, and the station was rebooted. The system functioned as intended after the field service engineer repaired the device.